Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ device wrinkling: not observed. ¿ pain: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported experiencing breast pain. Healthcare professional reported capsular contracture, baker grade ii, "rippling" of the device and "a tiny, mobile nodule" diagnosed via ultrasound. Rupture was discovered during surgery. Affected side is left. The device has been explanted and replaced.

Event description:
Patient reported experiencing breast pain. Healthcare professional reported capsular contracture, baker grade ii, "rippling" of the device and "a tiny, mobile nodule" diagnosed via ultrasound. Rupture was discovered during surgery. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.